Event description:
Rptr had silicone breast implants 10/25/79. She was always very healthy, energetic and followed a healthy diet. Her problems started in 1982 with allergies. No one could find anything wrong with her. She had hand surgery 12/87 which has since been identified as silicone although at the time the surgeon called it a cyst. She has had pneumonia, chronic fatigue, ear infections, muscle and joint aches and pains, sjogren's syndrome, chronic urinary problems and severe nervous disorders. Explantation 3/11/93 operative report stated ruptured implant.